Event description:
Use of cobra fusion 150 ablation system. As physician was withdrawing felt resistance and had to manipulate the heart to be able to release system from the heart wall. When withdrawing, a piece broke off and was 'barbed' into the vessels and had to be removed by hand. No initial complications noted but when the pt was returned to the cardiac unit and EKG showed progressing mi. Pt taken to cath lab and results showed clotting in circumflex, as described by cardiologist, as a result of trauma to the heart. Cath from few weeks previously had shown minimal obstruction of vessels. Pt currently recovering.

Manufacturer narrative:
The used device and the electrode that had become detached during the procedure were carefully inspected upon return. No piece of the device or the electrode was missing and all parts/elements were visible and accounted for. The device showed extensive exterior damage and indentations, presumably from surgical instruments that were used to manipulate it, and also had evidence of extreme rotational torque placed upon it. The device is not intended to be used in the vicinity of the circumflex artery and the physician verbally confirmed that it had not been. Extensive testing has been performed to confirm the security of the electrodes even under extreme conditions of use. Proper and complete installation of the electrode is confirmed during multiple inspections in the mfg process. There were no irregularities noted during mfg, and the device had passed all defined inspections for mechanical durability. Repeated attempts on new devices to reproduce the external torque and handling so as to cause an electrode or any other internal element to detach were unsuccessful. Only direct application of surgical graspers to pull on the internal electrode from the device could reproduce detachment of an electrode.